Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported failed downstream occlusion test was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide value out of specification. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion testing with values of 26.4, 27.1, 27.6, 27.2, 27.1, 25.69, 19.77 pounds per square inch (psi), device specifications are between 7-19 psi. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.